Manufacturer narrative:
At this time, the device has not been returned for analysis. This record will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
It was reported that this patient received a shock, during which shocking impedances on the right ventricular (rv) lead were high out of range. Impedances for subsequent shocks were within range. It was also determined that pacing impedances on the rv lead were greater than 2000 ohms. Oversensing and high capture thresholds were also observed. The rv lead was explanted and replaced. This implantable cardioverter defibrillator (ICD) was explanted and replaced during the same procedure. No additional adverse patient effects were reported.